Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device experiencing and unintended activation/motion, identified during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the locking components of the motor device was damaged. It was further observed that the device experienced an unintended activation/motion. It was further determined that the device failed pretest for safety assessment. It was noted in the service order that during pre-surgery, it was discovered that the lock was damaged. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was used to complete the surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.